Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system was autoreducing and diminished/loss of therapy due to high impedances on the lead. Changing programs was attempted to no avail. Surgical intervention may be undertaken to address this issue.